Event description:
It was reported that the bivona tracheostomy tube randomly broke at the flanges. This issue occurred on three separate occasions. Two of these instances occurred at the patient's home, but on one occasion they were on a walk and had to manually hold the trach in place for a quarter mile until they made it home. On this particular occurrence the trach only broke 3/4 of the way down. This was noticed when the patient developed a blister where the broken plastic had been pinching their skin. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Two bivona tracheostomy tubes in used condition and three pictures were returned for analysis. Visual assessment of picture one revealed original label from p/n 67pfss35 l/n 3475728; picture two and three revealed that the flange eyelet was split and that the airline had been broken. Visual inspection of two tubes were performed noting that the samples had a split flange eyelet and that the airline was broken. Relevant documents were reviewed and deemed adequate. Visual aid for 32 units of bivona criteria, no damage was detected. Manufacturing process reviewed revealed the following: production personnel reviews the parts 100% before assembling them to see if they have any molding issue and quality takes a representative sample and performs a visual inspection to review for: short shots, chips or cuts in critical areas, after each process. Based on the evidence the complaint was confirmed. The most probable root cause was that the damage occurred following product leaving manufacturer.